Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (powering off and on) has been confirmed. Upon evaluation, the j1 battery connector was intermittent. The cause of the power issue is the intermittent battery connector. The root cause of the intermittent battery connector cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was powering off and on.